Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the PICC was confirmed, and the cause appeared to be use related. One 5 fr d/l powerpicc was returned for investigation. A functional test revealed two leaks in the extension leg with the red connector. The leak sites were located 1mm and 3mm from the distal end of the red connector. A microscopic examination of the leak sites revealed two holes in the extension leg tubing that resembled needle punctures. One of the precautions in the IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ the catheter was reportedly implanted (B)(6) 2018. The catheter was removed the day the hole was identified, which was (B)(6) 2018. Since the leak was identified 5 days after placement and since the leak sites are consistent with sharp instrument damage, the complaint appeared to be use related. A lot history review (lhr) of rebw0729 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while the patient was receiving medication through her PICC line, she felt something leaking on her arm and notified the nurses of the hole in her PICC. The PICC nurses assessed and confirmed the hole was present. Removed the PICC that day. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw0729 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while the patient was receiving medication through her PICC line, she felt something leaking on her arm and notified the nurses of the hole in her PICC. The PICC nurses assessed and confirmed the hole was present. Removed the PICC that day. No patient injury reported.